Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source was not connecting with any of their scopes getting scope error b30. The issue occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Correction made for section d9: the initial report mistakenly reported that the device was returned and mistakenly provided a device return date. The device was not returned to olympus for inspection. The presumed cause and the root cause of the b30 scope communication error could not be determined as a result of no information being obtained regarding the event. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.